Event description:
It was reported that the customer went to the ER due to high blood glucose. The blood glucose reading at the time of the call was 185mg/dl. The wife stated that the insulin pump alarmed, and the customer kept clearing the alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.